Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 117" when energy is charged above 300 joules. Complainant indicated that there was no patient involvement in the reported malfunction.